Event description:
The plaintiff's attorney alleged that the patient experienced cardiovascular events on or about (B)(6) 2009, (B)(6) 2012, and (B)(6) 2014 after the use of the product.

Manufacturer narrative:
Ths is one event of three events reported for the same patient involving two separate products.